Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl10 from the analog pcb assembly.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). When the device is showing all three icons, there is likely not enough power to be able to deliver sufficient defibrillation energy to a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.